Event description:
It was reported by service report that the scale was not weighing correctly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: new power cord was not installed correctly resulting in the scale to malfunction.